Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 16-sep-2011, UDI#: (B)(4). Analysis of the catheter revealed sc coring-tears-cuts in seal. Interrogation of the pump indicated that the pump had been used to deliver hydromorphone 15mg/ml at 5.797 mg/day and bupivacaine 20mg/ml at 7.730 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned from a funeral home without a complaint. No additional information was provided. The indication for pump use was non-malignant pain.